Manufacturer narrative:
Insulin pump received with severely scratched liquid crystal display window.

Event description:
It was reported that the insulin pump had scratches on the the display window. No further information provided.